Event description:
The customer reported several high voltage errors and a loss of system functionality. No pt or user injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. A fuse on the power cap module and the igbt pcb was evaluated and replaced. The system was tested and found to be working as intended and returned to service.